Event description:
A user facility reported that one (1) patient sustained burns of unknown severity following hair removal treatment with a lumenis lightsheer duet laser, et handpiece. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis investigated the event report contacting the user facility to request patient information, treatment settings, sun exposure and patient photographs of the sequela. Despite reasonable attempts (6 attempts) by phone and email, none was received other than the initial report; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer specifications. Furthermore, the expert stated: "found energy meter protective glass dirty and pitted on the et side, which deflected some of the energy, causing et to calibrate at a higher energy." Subject device malfunction is not the suspected root cause of the event reported. A review of the subject device labeling found that the subject device IFU states: "if the protective glass window under a cradle becomes dirty or covered with spilled liquid, remove the cradle and clean the window according to the instructions provided in the maintenance chapter of this operator manual." A review of similar events with similar reported subject device examination findings of device operator failure to maintain the power meter glass per subject device training and labeling determined operator error to be the root cause of the event reported. Lumenis is unable to determine the severity of the patient's sequela absent relevant patient and treatment information not provided by the user facility; therefore lumenis is submitting this medwatch report.